Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with trace diffuse lamellar keratitis of the left eye one day following lasik treatment. The patient began an oral steroid pack, a flap lift and rinse was performed and the topical steroids were increased. Additional information has been requested.